Event description:
It was reported that during an implant procedure, the device would not pace the right ventricular lead. It was also reported that the patient went asystolic when the device failed to pace. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.